Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment after the vns patient had undergone generator replacement surgery. The impedance measurement was not provided at the time of the initial report and the nurse reported the patient no longer perceived stimulation from the generator. X-rays were sent to the manufacturer and reviewed. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin positive was not fully inserted into the generator connector block. There was no lead placed behind the generator. Electrodes seemed correctly aligned on the vagus nerve. Moreover, information from the treating physician indicated the high impedance was noted at the office visit of (B)(6) 2007, in which the patient did not react to vns stimulation. The patient was offered replacement surgery, but option was declined. Attempts for further information have been unsuccessful to date as the physician has no further information.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.